Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that there was no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1, 7-april-2017- correction to serial#.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-oct-2018 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten due to continuous use. The pump was unable to power up during testing. The battery compartment was cracked, and the threads were stripped. The test battery cap secured to power up to the pump for 12 hour basal duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.